Event description:
It was reported that the patient's lead exhibited a low impedance. No intervention was performed, and the patient's status was unknown. Additional information was requested but not received.